Event description:
It was reported that the ilet touchscreen became unresponsive on a screen during the fill tubing process, preventing the user from pressing yes, and the user resolved the issue by restarting the device through the ilet app; the problem involved an unresponsive key/button associated with the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with the touchscreen resulting in an unresponsive button state. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.